Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and requested troubleshooting assistance due to difficulties interrogating the pacemaker system using this programmer. Ts walked the hcp through the programmer troubleshooting and rebooting steps. After rebooting the programmer, the hcp stated that a message was displayed on the programmer that stated a software update was needed. Ts walked the hcp through the software update and advised the hcp to contact the local field representative if the update fails. At this time, the programmer and pacemaker remain in service. No adverse patient effects were reported.